Manufacturer narrative:
H4: the device was manufactured from december 11, 2020 - december 14, 2020. One (1) device was received for evaluation. The sample was returned to the plant containing 68ml of residual drug fluid in the device. A visual inspection was performed using the naked eye showed no signs of physical abnormality that could have caused the reported flow problem. A functional flow rate test was performed and found to be within the product specification range. The reported condition was not verified. The second device was not returned for evaluation; therefore, a device evolution could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow of medication through (2) large volume infusors. These events occurred during an unspecified process step during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.